Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search. A query was run in the eqms on 30-jan-2026 against "lot number 6012930 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula bent/kinked/crimped after removal -blockage. In the review found a non-conformance (nc)-2214182 related to temperature parameter zone 1 (lower preheating 1) out of specification in multivac 12, and it is not associated to reported issue on this complaint. Similar complaints search: a query was run in the eqms on 30-jan-2026 against "lot number" criteria equal 6012930 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, the count of complaint is 6. The complaint numbers are (B)(4). Escalate to corrective and preventive action (CAPA) determination for statistical analysis. Device history record (DHR) review the lot 6012930 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 28-apr-2025, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) 2214182 (parameter out of specification m12 6m). According to document 3702090 (41) "instruction for non-conformance" this event is considered "low" does not have an adverse impact to continued regulatory compliance, continued business. Furthermore, during the final inspection outgoing, test num 9: a sample was found with a bent needle in the packaging. According to the sampling plan performed the lot was released. The sub-assembly: the lot 5d01277 was assembled according to the wi version 29 and manufactured on 26-apr-2025, with a total of (B)(4) units. The lot 5d04740 was assembled according to the wi version 29 and manufactured on 26-apr-2025, with a total of (B)(4) units. The lot 5d05086 was assembled according to the wi version 29 and manufactured on 28-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 5d01260 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08, on 24-apr-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5d01261 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08, on 26-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested, however, the reference samples for the lot 6012930 have already been previously tested in the complaint (B)(4) on 21-nov-2025. Investigation process of the complaint was carried out in accordance with: the reference samples were visually inspected and tested for flow. All test results were within specifications for the code soft cannula found bent upon removal from infusion site. All test results were within specifications as per the test report (B)(4) attached in this record. Conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation was required because the following threshold was met 3 or more complaints exist for the same lot and similar malfunctions. Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. See attachment: form signed, conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012930 and related malfunction codes for soft cannula bent/kinked/crimped after removal -blockage. More than 3 complaints were identified for this lot and based on the assessment of the malfunction and product family trending over time, the risk has been deemed within accepted level. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced high blood glucose event which was caused by a bent infusion set cannula and was hospitalized on (B)(6) 2025. The blood glucose (bg) level at the time of admission was 600 mg/dl and experienced headache and stomachache and also had ketones of +2 and was administered insulin via pens. The infusion set was in use for 2 days. No further information available.